Event description:
Patient sustained left tib. Mid shaft in 85. Original fx was addressedwith an external fixator (unknown mfg.). This device failed and the fx was subsequently repaired w/ a gross-kempt 13 x 285 im rod in 1987. 7 x event on to a non-union. At time of removal the rod seperated. Radiographic exam, pre-op appears to display thefx area in the rod. Distal rod fragment was removed. Canal was reamed and prepared for new rod. Non-union site was prepared & grafted upon position of the alta rod w/ autograft. Wound was closed and outcome is predicted to be very good.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.